Event description:
It was reported by a customer on (B)(6) 2011 during the procedure error messages 302.11, 612,621 were received from the laser system. Per the customer, the laser system was shut down at the end of the procedure. The customer reported the physician was able to vaporize and complete the procedure. No patient injury was reported.